Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia to 345 mg/dl for approximately three hours after a usual breakfast, following a recent supply change, with the user noting tubing may have been pulled and then replacing the infusion set per troubleshooting guidance. Symptoms included elevated blood glucose without acute illness or systemic symptoms. Outcomes included no medical intervention, no backup therapy, and no healthcare facility involvement. Investigation included user interview, review of use conditions, and troubleshooting and education regarding infusion set replacement. Investigation of this case revealed a possible interruption of insulin delivery related to tubing being caught or pulled, with no visible leakage and no observed cannula bend, and the event resolved after set change. It was concluded that hyperglycemia occurred with cause unclear, with probable contribution from infusion system handling. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.